Manufacturer narrative:
Evaluation - other: smiths medical has able to confirm the report of foreign matter. This report is still under investigation, and we are trying to determine the type of foreign matter. A review of our complaints database reveals no similar reports on this device lot number, or similar reports on this device family. Upon completion of the investigation, a follow-up report will be submitted.